Event description:
When placing the last embolization coil into the hypogastric artery, the operator pulled back on the catheter within the sheath. The catheter jumped out of the hypogastric and the end of the coil landed in the external iliac artery. A majority of the coil still remained inside the catheter, but as the catheter was manipulated for withdrawal, the coil exited the catheter, deploying in the external iliac artery. Attempts were made to snare the coil, but were unsuccessful. A cut down to the artery was performed and the coil was surgically removed. No other complications resulted.